Event description:
It was reported that during the implant procedure mandrin stuck the stylet in the electrode (lead) and it could not be removed anymore. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead 6947 with device ID (B) (4) was not returned for review analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead returned for analysis. The lead was returned with the stylet in the lead. The stylet was easily removed. There was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, "mandrin" stuck the stylet in the electrode (lead) and it cound not be removed anymore. The lead was not implanted. No patient complications have been reported as a result of this event.